Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The device involved an unspecified spinning spiros cap male connector. The reporter stated that during ifosfamide chemo being performed, upon attaching the spiros cap, it immediately caused the saline primary bag to leak. The chemo medication was still double clamped, and no chemo medication leaked. The spiros cap appeared to push the connector cap on the extra port and it remained open instead of sealed. This allowed the saline to flow as if it were an unclamped open line. Immediate actions were made wherein the customer immediately disconnected the spiros cap and the saline stopped flowing. It was confirmed that the chemo medication was still indeed double clamped, and no chemo had leaked. The saline was cleaned up and returned the entire chemo medication with the faulty cap on it, sealed in a chemo bag to pharmacy. The event occurred at c5 ¿ ortho/oncology. There was patient involvement; harm was not reported as a consequence of this event.